Manufacturer narrative:
Attempts to obtain further information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference:steenberge, s.p., lyden, s.p., turney, e.j., kelso, r.l., srivastava, s.d., eagleton, m.j., and clair, d.g. Outcomes after partial endograft explantation. Annuals of vascular surgery. 2015; 1-7.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to evaluate the aneurysm-related complications and device issues in patients who underwent partial endograft explantation during late conversion of endovascular aneurysm repair (evar) to open repair. Between 1999 and 2012, 22 patients had late conversion after evar with portions of the device left in situ. The article reported that endograft involved in this study were from five different manufacturers, including boston scientific. The article reported a specific case study of a patient (patient 3) with an ancure endograft who experienced a right limb type iiib endoleak with three centimeters of long aortic neck. The open surgical graft anastomosed immediately distal of proximal fixation of the ancure endograft to the normal diameter aorta. The surgical approach taken with this patient was transabdominal and the proximal portion of the endograft remains in the patient. No additional adverse patient effects or complications were reported with this patient in the article.